Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 31.7 mmol/l, 5.3 mmol/l, 30.7 mmol/l. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection. Customer stated auto mode feature was not active at the time of incident. Customer did not want to troubleshooting for high blood glucose. Customer stated infusion set had bent cannula. The insulin pump will not be returned for analysis.